Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found during device analysis. Performance data collected from the device showed noise and possible false asystole.

Event description:
It was reported that noise was observed and the sensitivity was adjusted. It was also reported that 450 asystole episodes were recorded due to undersensing normal sinus rhythm. Additionally, the diagnosis was complete, device was removed, and not replaced. No patient complications have been reported as a result of this event.